Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the implantable cardioverter defibrillator (ICD) showed invalid data on the histogram. It was noted that the patient had recently received radiation therapy. It was further reported that the right ventricular (rv) lead had high thresholds. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.